Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads with the same lot number. The patient reported having fallen in (B)(6) 2015, and experienced unintended stomach stimulation shortly after the fall. Reprogramming was unable to resolve the issue. X-rays confirmed the leads had migrated from the original position. Surgical intervention is planned to address the issue. Date of event is unknown.